Event description:
It was reported to covidien in 2008, that a customer had a problem with a chest drainage unit. The customer states that the surgeon removed the stitch from the mediastinal chest tube and attempted to remove the tube. Reportedly the tube hung slightly but the broke apart. Pt was returned to surgery for removal of approximately six inches of the retained tube.

Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.